Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was impacted (320 mg/dl) with low levels of ketones. The customer took a manual injection of insulin. The customer's blood glucose level was reported to be dropping and was 180 mg/dl at the time of the call. During troubleshooting with tandem technical support, the customer was able to load a cartridge onto the pump and resume insulin delivery.